Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address pain and acetabular loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2011. Update: (B)(6) 2011 - litigation papers received. They allege that patient has excessive levels of chromium and cobalt in his blood. Update: (B)(6) 2012, patient fact sheet (pfs) form and implant stickers received which identified the patient's dob. Complaint file updated and pfs attached to file. There is no new information that would change the outcome of the investigation. Dob: (B)(6) 1949. **update** 05/15/2013- patient's medical records were received. Records indicate upon revision metal stained fluid with the bursal region and the stem and sleeve were both found loose. The stem and sleeve were added to the complaint and the complaint re-opened.

Manufacturer narrative:
Updated: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.